Event description:
A customer reported that the button on their insulin pump was difficult to press and required multiple attempts to activate the screen. There was no reported impact on the customer's blood glucose level. Technical support instructed the customer on how to properly press the button, but since the pump was out of warranty, it was not replaced. As a corrective measure, the customer planned to use multiple daily injections to ensure insulin delivery was not interrupted.